Manufacturer narrative:
Additional information was added to h6 and h11: h11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B3/d10 (event date): the event occurred on an unspecified date in 2024, further described as ¿over the last three weeks." Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that ten (10) homechoice cassettes leaked at the patient line connection. The event was further described as "the patient stated they primed and when they connected the patient line leaked at the connection." This occurred during use of the devices for peritoneal dialysis (pd) therapy after connecting. There was no report of patient injury or medical intervention associated with this event. No additional information is available.